Event description:
According to the reporter: needle detached and fell into the pt's cavity. Pt was brought to a local hosp for x-rays and retrieval of needle. Pt is ok. Procedure: mohs.

Manufacturer narrative:
(B)(4).